Manufacturer narrative:
Correction: new information received noted the lead behavior was first noted in (B)(4)2018.

Event description:
New information reported on (B)(4) 18 stated that the noise was first noted back in (B)(4) 2017 and the patient experienced presyncope. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2017. No patient symptoms or additional information was reported.